Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely through merlin.net transmission, inappropriate auto mode switching due to noise on atrial lead was observed. All lead measurements were stable and in-range. Patient is scheduled for follow-up for further lead testing. The patient did not experience any adverse consequences due to the issue.